Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor felt the angio-seal suture had a defect. The procedural sheath was a 6fr. Manual pressure was used to hold the groin, there was no additional blood loss. There were no complications noted with the patient or the procedure outcome. Hemostasis was achieved using manual pressure. Additional information was received on may 3, 2019: the procedure being performed prior to closure was a left heart catheterization. The event occurred during closure of the site. The suture just snaps and the suture did break.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. Results - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon functional evaluation of the returned sample. Conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon functional evaluation of the returned sample. One 6fr angio-seal evolution device was returned for evaluation. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be properly mated with the deployment sleeve of the device, which was in the rear lock position with the color bands exposed. The carrier tube was exposed at the distal end of the sheath. There was no portion of the compaction tube outside of the carrier tube assembly and approximately 2" of the suture was exposed. Microscopic analysis revealed that the end of the suture had frayed end. Additionally, the button of the device was noted hard upon receipt. Functional testing was conducted. The button was pressed completely, and the remaining suture was released with the compaction tube. No abnormal resistance was experienced during this testing. The hemostasis sheath was then separated from the deployment sleeve of the evolution device. There were several kinks observed on the carrier tube assembly. The upper handle was then removed from the lower handle to check the gearbox assembly and no anomalies were noted with the gears. The results of the suture tensile strength were reviewed and found to be within the specification limits listed in the certificate of analysis. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The device was able to work as intended during functional testing without any resistance. The exact cause of the event is unknown but the presence of remaining suture within the device handle indicates that it is likely that the button was not pushed during the withdrawal of the device to release the suture. However, the exact cause of the reported event cannot be definitively determined based on the available information.